Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the hospital check the day after a new system implant was performed. Upon interrogation, an alert for out of range above the upper limit high voltage lead impedance measurements were observed. The measurement was re-performed and it was still above the upper limit. The shocking vector reprogrammed. Lead evaluation and chest x-ray were recommended. The patient was stable at the time of the call and will continue to be monitored.